Manufacturer narrative:
A ge rep evaluated the system and replaced the wig wag brake and high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint numbers.

Event description:
Customer reported the wig wag brake needs to be replaced and the system displays a collimator iris pot error. No pt injury was reported.